Event description:
The device was used during a sigmoidectomy procedure. Reportedly, the instrument was difficult to open. Upon removal, there was tissue trauma and the surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.